Event description:
Customer reported via phone, he was hospitalized due to a virus and pneumonia. He was experiencing seizures and his spouse though he was experiencing a low and administered a glucagon shoot. His blood glucose may have been in the 300 mg/dl range and because of the shot it went up to 535 mg/dl, causing him to go into diabetic ketoacidosis. Customer experienced five seizures and was put to sleep for a coma. Customer stated the hospitalization didn't have to due to a device malfunction. Seizures were caused by too many white blood cells. The device is not returning for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.